Event description:
A patient contacted baxter to report a threading issue on a minicap. He stated it would just fall off and not tighten all the way. Product surveillance contacted the peritoneal dialysis nurse who stated that the home patient's (hp) disconnect cap fell off of the transfer set. The nurse stated that the transfer set was replaced and a harness was then used to keep the minicap in place. The nurse indicated that the hp did not notice any visible damage to the threads of the minicap. The nurse stated that the cause of the disconnection was most likely the hp's movement. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Sample available and requested for evaluation.